Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced symptoms including disorientation, and weakness while at home. At that time, his cgm repeatedly displayed reading of approximately 43 mg/dl. In response, the patient self-treated by consuming carbohydrates, including soda and candy to raise his blood glucose. Despite carbohydrate intake, the cgm continued to read of 43 mg/dl, and with continues symptoms. Later that same day, a bgm was obtained, which read ¿hi¿. Emergency medical services (ems) were contacted, when paramedics arrived, they performed a bg, which also read ¿hi¿, while the cgm continued to display 43 mg/dl. The patient was transported to the emergency room (ER). There, blood work glucose level was approximately 649 mg/dl. Treatment was initiated with IV insulin, blood glucose gradually decreased (from the 600s to the 400s and 300s mg/dl). The patient´s condition stabilized, and he was discharged later that same day. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken by the ems. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.